Event description:
The account stated that on (B)(6), 2010 an elevated architect ca 125 result of 67.4 u/ml (with a similar repeat result) was generated on a female patient. The patient had a total hysterectomy in the past and had been tested regularly with a ca 125 value of around 8.7 u/ml. The patient was tested again on (B)(6), 2010 and the result was 8.7 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.